Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states that arrhythmia and hypotension are possible adverse events that can occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The patient decompensated following the first treatment pass with the diamondback coronary orbital atherectomy device (oad) in the proximal left anterior descending artery. The treatment was low-speed and lasted about 25 seconds. Following the treatment, the oad was rested distal to the lesion unintentionally. After a few seconds of rest time, the patient's pressure started to decrease, and the patient became bradycardic. Chest compressions were applied, and a temporary pacer was placed. The patient stabilized. Stents were deployed with an excellent result, and a temporary pacemaker was placed. The physician was unsure what caused the rhythm change. It was hypothesized that the oad may have been occlusive during the rest period while it was distal to the target lesion.